Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the replaced the vio integrated electrosurgical generator unit (iesu) in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During visual inspection, fa found dents and scratches on the side cover. The unit was placed on golden system and was run in normal mode. C-34 error on startup and during monopolar coag activation. The complaint was confirmed by failure analysis. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator had an error while attempting to use monopolar energy during a surgical procedure. Despite swapping the hook cautery instrument and energy activation cable, the error persisted, even after powering off the erbe and disconnecting all cables. Site was obtaining a force triad generator and an energy activation cable. The procedure was completed with no reported injury.